Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Relevant patient history? Any intraoperative concurrent use of other products? Lot #? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2020 and absorbable hemostat was used. The surgeon applied the product and did not irrigate out once the hemostasis had been achieved. The patient returned two days later and was admitted for an abscess that was twelve centimeters long. The abscess was drained, and the patient is alright. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: the procedure was a total lap hysterectomy and the patient had a very sever case of endometriosis. She did not have any other factor that could have been caused an issue according to the doctor. At the end of the case surgicel powder was applied along the vaginal cuff and throughout the retroperotineal space. It was not irrigated out after application. Post-op she was having sever abdominal pain and cramps and that is why she came back into the hospital. It was determined that she had a large abscess which was drained and treated with surgery. She was just recently admitted to the ER with a bowel obstruction and abdominal cramping. The doctor could not say definitively whether this was related to surgicel powder or not.